Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was recently burned severely from sitting too close to a heater. The physician believed that due to inadequate stimulation, the patient could not feel his leg burning. The patient was treated at a burn facility.

Event description:
A report was received that the patient was recently burned severely from sitting too close to a heater. The physician believed that due to inadequate stimulation, the patient could not feel his leg burning. The patient was treated at a burn facility.

Event description:
A report was received that the patient was recently burned severely from sitting too close to a heater. The physician believed that due to inadequate stimulation, the patient could not feel his leg burning. The patient was treated at a burn facility.